Event description:
A user facility reported the saline bag back filled during the first setup of the day. There was no patient involvement. On site technician evaluated device in repair room but was unable to reproduce the problem. No parts were replaced. She stated that a chair may have been accidentally placed on the drain creating a blockage. The device was returned to service without further issue.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending; a supplemental MDR will be filed at the completion of the investigation.